Event description:
The reporter stated that the surgeon had inserted a three piece silicone aq2010v lens in 2006 and removed the lens one month later due to lens diopter was not the correct power for the patient's vision. The patient's post-op vision was not where the surgeon wanted it to be and realized that he put in the wrong diopter of lens. No incision enlargement or suture required. The reporter stated that they didn't initially report this as the surgeon didn't feel there was any product malfunction and this lens won't be returned. Another incident occurred to this patient during the explantation of this lens. See manufacturer report number 2023826-2007-00279 for the other report.